Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in a saphenous vein graft to the diagonal artery. A 190cm filterwire ez embolic protection system was inserted initially. Next, a taxus express2 3.5x32mm drug eluting stent was inserted in the distal portion of the vessel and was deployed, inflating the balloon to 21.4 atm's for 11 seconds and again to 11.9 atm's for 38 seconds. The physician encountered resistance when trying to remove the balloon from the stent. The stent balloon was reinflated again to 1.2 atm's for 1 second. The stent delivery system was able to be removed. The physician continued on to place a 3.5x8mm taxus express2 stent, inflating the balloon twice to 24.9 atm's for 10 seconds. No difficulties were reported for this device. Finally, a 4.0x20mm quantum maverick balloon was inserted and inflated to 16.1 atm's for 7 seconds and for additional inflations of 24.9 atm's for 4-7 seconds were made. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.